Manufacturer narrative:
A review of the complaint revealed that a baseline report was not received within 24 hours of device activation. Irhythm made multiple attempts to contact the patient and, on day 2, confirmed a connectivity issue. Customer care advised the patient to continue wearing the device, as the gateway would transmit the backlog of events when proper cellular connection was achieved. The zio at device was subsequently returned to irhythm, and the clinical data were successfully downloaded. Review of the data confirmed that the patient completed the full prescribed 14-day wear period. While preparing the final report, irhythm became aware of an arrhythmia that did not transmit on day 14. The healthcare provider was notified on day 24. The investigation determined that the gateway recorded a low battery error, which resulted in delayed transmission of actionable arrhythmia events. This event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements that was not transmitted during the wear period. The investigation concluded that the arrhythmia was not transmitted during wear due to a low battery in the gateway. Irhythm notified the healthcare provider (hcp) of the patient¿s arrythmia. No adverse events, such as death or serious injury, are known to have occurred.